Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a motor error alarm during the rewind process due to the motor encoder signal being out of phase. The displacement test could not be performed due to the motor error alarm. The device was also received with minor scratches on the display window, as well as with a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 5.6 mmol/l. No significant events leading to the alarm were observed, and the insulin pump could not be rewound. Advised replacement of the insulin pump. Nothing further reported.